Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that on (B) (6) 2010, the patient's cuff pressure had dropped. The customer reported that the leak was in the border of the balloon. The balloon was repaired with adhesive foil and later with glue. A non-routine replacement of the tube was required.